Manufacturer narrative:
(B)(4). (B)(6) 2013. One (1) si polyaxial 7x45mm screw (B)(4), lot # apmdf7) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fractured pedicle screw broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. The optical image of the fractured surface of the polyaxial sphere exhibits two surface morphologies, a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. The images reveal evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw breakage cannot positively be determined. However, the fracture analysis report noted that the fractured surface of the polyaxial sphere exhibits two surface morphologies, a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. The macroscopic level examination reveals evident fatigue striations/progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After a revision surgery performed on (B)(6) 2016, dr. (B)(6) realized the incidence of a broken screw in s1 (left). The primary surgery was performed on (B)(6) 2014. Primary indication: severe back pain with radiation in the right leg . Spinal stenosis l4/l5. Degenerated disc disease in l4/l5 and l5/s1 with instability in l4/l5. Surgery on (B)(6) 2014 included the following procedure: bilateral l5 nerve root decompression. L4-s1 stabilization with pedicle screws and rods. Posterolateral fusion with autologeos bone and copios bone void from (B)(6).